Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Study name: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an implantation with uphold lite performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient had difficulty emptying her bladder. The event was gradually resolved with clean intermittent self-catheterization (cisc) on (B)(6) 2013.